Event description:
New information noted that the patient presented remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise and low pacing impedance. No intervention was performed, and the patient was in stable condition. The patient will continue to be monitored.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No intervention or patient condition was reported.